Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to the wireless battery module. The rear case was found to have a burnt residue on and around the contact pins. The rear case were replaced. Additional information: burn of device/ component, overheating of device.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burning smell during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.